Manufacturer narrative:
B2: corrected to include "intervention required" based on the report of the catheter replacement occurring on (B)(6) 2020. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8731sc, serial/lot#: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4), implanted: (B)(6) 2016, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl, baclofen, ketamine, and prialt at unknown concentrations and dosages via an implantable pump for non-malignant pain. On (B)(6) 2020, it was reported that the patient's catheter had "collapsed" and they were having the catheter replaced on (B)(6) 2020. The patient stated that they did not think the catheter was going to cover their pain. The patient reportedly did not know when the catheter collapsed, they just had problems with overdose and underdose beginning approximately 2 years prior to the date of the report. The patient noted that they ended up in the ER from an overdose, stating that they were unconscious because of a bolus. No dates were provided for this issue. The patient noted that the pump had ketamine, baclofen with fentanyl, and possibly prialt in it at varying points. The patient had fentanyl in the pump at the time of the report, but noted that they did not want fentanyl anymore and inquired about replacing it with another medication. The fentanyl was at "10000" for the concentration and the pump was still half full, though the patient reported that the pump had not been filled in a while. They noted that they could not get oral medications because they had a pump. No further complications were reported. The original source document contains information that was unrelated to this event and was omitted.